Event description:
It was reported that the patient's system controller was exchanged at home by emergency medical services (ems). The patient reported a yellow wrench alarm and the screen displaying "call hospital contact". Log file analysis observed routine alarms associated with the reported controller exchange but noted that the controller clock was not set to the correct date and time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm that led to a controller exchange was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned. The submitted log file (labeled (B)(4)) contained data spanning approximately 16 hours at an unknown time due to the controller clock being reset to the default timestamp. Data was captured while the controller clock was reset from (B)(6) 2000 at 23:19:30 ¿ (B)(6) 2000 at 16:29:40. The controller clock appeared to be reset for 17 days, as the default timestamp of the controller clock begins at (B)(6) 2000 at 0:00:00 and the timestamp of the log file captured data on (B)(6) 2000. The controller clock was then set to the correct date and time on the last 2 events of the log file ((B)(6) 2023 at 11:24:53). Additionally, a controller clock alarm was active throughout the entire log file with the exception of the last 2 events which is consistent with the reported information of a yellow wrench alarm active. The onset of the controller clock alarms was not captured in the log file; therefore, the cause is unknown. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set alarm conditions and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use and heartmate 3 patient handbook section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a new system controller due to a yellow wrench alarm.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.